Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier was not firing right. No other details provided. A new one was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. However, during each firing sequence the trigger hesitated when attempting to open the device. Manual aid was required to open the trigger, to return the trigger to the open position. Please note that an investigation has been initiated to address the potential root cause of this issue. No incident related to the reported event was observed during the batch record review.